Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00865989 case subject: npi 8015 error code (B)(4) account name: christus schumpert highland account #: 1300580 asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: matt power contact email: contact phone: contact mobile: 318-681-5422 patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer wanted to know what is the cause of this error code. I explain to the customer that he needed to replace the logic board in order to correct this error code. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I inform the customer that he needs to replace the logic board. The customer said ok and ended the call.